Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer reported that they were unable to remove the prograsp forceps instrument. The customer indicated that the instrument got stuck on tissue and required use of the instrument release kit (irk) to release it. The customer was having issues removing it from the sterile adapter and through the cannula as the jaws were stuck in the open position. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted and recommended the customer close the jaws prior to removing it from the cannula, however, the customer was able to remove it prior to calling in. The tse reviewed the logs and noted a sterile adapter error after they removed the instrument, caused by the instrument removal. After the removal of prograsp forceps, the forceps was found to have frayed material at distal end. The tse had the customer ensure the sterile adapter was properly seated prior to installing a new instrument. The customer installed a new instrument and started using it with no issues. The procedure was completed. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm prograsp forceps instrument was analyzed and found to have a frayed grip cable related to the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. Common causes of the failure mode were attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. An additional observation not reported by site was that the instrument was found to have dried residue on the clamping pulleys. The issue of frayed material at the distal end was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the breakage to occur.